Event description:
It was reported that a patient passed away and their generator was explanted and requesting to be interrogated to determine if it was on at the time of death or not. The cause of death is still pending the autopsy results but the patient was found deceased on the couch by their husband. It was also noted that the patient had been complaining on abdominal pain earlier that day. The explanted generator was interrogated and found to be disabled. The device has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The suspect generator was returned but product analysis has not been completed to date.